Manufacturer narrative:
One unpacked breathing circuit set was provided for analysis. No information in regard to production date or lot number could be obtained. The crack of the gluing between tube material and conical connector can be confirmed. A review of the complaint data base revealed that a two similar cases have been reported in the previous twelve months with the same type of breathing circuit system; two further events reported within the same period were involving other types of breathing circuit systems which can be considered similar in regard to the relevant design aspect. The investigation of similar cases could not determine any clear indication for manufacturing or material defects. Thus, it is concluded that operator misbehavior may be a contributing factor. When the operator grabs the circuit during disconnection at the tube material and not at the connector as intended, the shearing force applied to the area of gluing may overload the strength of the glued connection. The supplier has executed measures of improvement in qi/2017 already. In reflection of typical market installation times for such kind of products is seen likely that the item involved in this event was produced before the measures became effective.

Event description:
Refer to initial MFR. Report #9611500-2017-00308.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the hose of a patient circuit became detached from the y-piece during a case. The device reportedly alarmed. No patient injury reported.